Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the o ring was stuck on the pneumatic tap. The customer removed the o-rings and successfully loaded a cartridge onto the pump. There was no reported adverse impact to customer's blood glucose level.